Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed battery voltage below elective replacement indicator (eri) but no trigger. No changes or intervention were reported. There were no patient consequences.